Event description:
The patient was revised because of pain with possible metal-on-metal reaction. Update: (B)(4) 2012 - litigation papers received. Date of implantation was provided - 5/7/2008. There is no new additional information that would change the investigation. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. During revision it was noted that the shell was loose. No part/lot was provided for the primary surgery. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).